Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device was recalibrated to address the issue. The device was repaired, but not returned to the customer, pending customer approval of the estimate.

Event description:
The MFR received info alleging a check circuit alarm condition occurred. There was no harm or injury reported.